Manufacturer narrative:
Internal complaint reference: case-(B)(4). The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the returned device observed the front bezel and lid are damaged. Functional evaluation revealed the generator has no rf output. The complaint was confirmed and a root cause has been associated with an electrical component failure. Factors, unrelated to the manufacturing and design of the device, which could have contributed to the reported event, include a component failure of the rf printed circuit board or a shorted/defective rf wand could cause damage to the rf pcb.

Event description:
It was reported that the vulcan generator was not working. This was noticed during inspection; therefore, no patient was involved. Results of investigation have concluded that this unit did not have rf output which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.